Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, damage to the patient connector was noticed. Leak testing and clear-passage testing was performed with no issues noted. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for this product with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device is reported to be available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the patient line of the automated peritoneal dialysis set with cassette after use. There was patient involvement, but no patient injury or adverse event associated with this report. No additional information is available.